Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. This failure was due to an electrical short in the trunk cable. The root cause for the electrical short could not be positively identified. There were no adverse events associated with the electrode belt malfunction.